Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a cartridge change error message occurred when the customer attempted to load a new cartridge. The customer successfully reloaded the cartridge resolving the issue. Additionally, multiple, intermittent unexpected shutdowns occurred. Customer's blood glucose level was not impacted. Customer was not using the pump for insulin therapy at the time of the events. Reportedly, the customer had manual injections for insulin therapy.